Manufacturer narrative:
At the time of this report, no further patient injury or negative health related outcomes have been reported. The device was discarded after the procedure and the lot number was not provided. Therefore, no investigation of the device was completed. Device was discarded by user.

Event description:
It was reported that a patient experienced subcutaneous emphysema in the head, neck, and chest. After the physician successfully completed bilateral eustachian tube dilation, the patient was discharged home. On postoperative day 1, the patient reported sneezing vigorously while lifting 30 to 40 lbs at work and subsequently developing bilateral facial and neck swelling. The patient had a cat scan and was found to have subcutaneous emphysema of the head, neck, and chest with significant pneumomediastinum. Patient was put on sinus precautions (no nose blowing, lifting >5 lbs, drinking through straws, coughing, or sneezing with mouth closed). The patient's subcutaneous emphysema improved over 48 hours without intervention, and the patient was discharged home. No further patient injury or complications have been reported.